Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the burr detached. While using a rotablator rotational atherectomy system for ablation, the rotaburr was separated while loaded on to the rotawire. Using a non-bsc guiding catheter the rotaburr and rotawire were removed together. The procedure was completed by dilating the lesion with a 2.5 and 3mm balloon catheters and implanting a stent. No patient complications were reported and the patient's status is good.